Manufacturer narrative:
Retainer ring = black. On 09/08/2021, the customer alleged cosmetic damage(damaged battery compartment), no delivery/occlusion alarms - unknown timing, unexpected resume, and charge/battery lasts less than expected. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on 07/29/2021 at 05:42:46 in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm: on 08/18/2021 at 07:52:00. On 09/08/2021 at 09:09:01. Power loss alarm: on 09/10/2021 at 09:58:17, 09:58:28, 11:22:18, and 11:22:29. Insert battery alarm: on 09/08/2021 at 09:09:39. On 09/10/2021 09:47:08, 09:57:00, and 11:21:36. No unexpected low battery, power loss, nor insert battery alarms during testing. Device properly connected to sensor and functioned in auto mode throughout testing. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Unexpected resume not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version: 4.11e retainer ring = black. On (B)(6) 2021, the customer alleged cosmetic damage(damaged battery compartment), no delivery/occlusion alarms - unknown timing, unexpected resume, and charge/battery lasts less than expected. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 05:42:46 in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 07:52:00. On (B)(6) 2021 at 09:09:01. Power loss alarm on (B)(6) 2021 at 09:58:17, 09:58:28, 11:22:18, and 11:22:29. Insert battery alarm on (B)(6) 2021 at 09:09:39. On(B)(6) 2021 09:47:08, 09:57:00, and 11:21:36. No unexpected low battery, power loss, nor insert battery alarms during testing. Device properly connected to sensor and functioned in auto mode throughout testing. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. Customer alleged for no delivery/occlusion was confirmed during bolus. Customer alleged for charge/battery lasts less than expected was not confirmed. Unexpected resume not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin delivery stopped and kicked out of auto mode. Customer reported crack on the back of insulin pump from the clip to the bottom. Customer stated insulin pump had random no delivery alarms and buttons were sticky and they need to change battery every 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.